Manufacturer narrative:
The codes remain the same as the initial report. This device is affected by a field safety corrective action, initiated in november 2020, and was recalled due to a potential manufacturing defect of the battery.

Event description:
The device was exchanged following the field safety notice of (B)(6) 2020. There were no complication or side effects reported.